Event description:
It was reported that symptomatic bradycardia with high risks of infection was noted. The pocket revealed a large amount of purulence. The system was explanted and replaced. The patient was stable. Related manufacturer reference number: 2017865-2023-02877. Related manufacturer reference number: 2017865-2023-02878.

Manufacturer narrative:
A device history record (DHR) review was performed, and review of the sterilization records confirmed normal sterilization cycles for the products. The device met specifications prior to leaving abbott manufacturing facilities. The product was returned, and visual inspection was normal. The cause of infection could not be traced to the device.